Manufacturer narrative:
The initial reporter (e1) information was not provided. No information was captured in sections a1 and a4 as the patient's credentials and weight were not provided. The customer did not provide the product information. Therefore, no information was captured in section d4 (model #, lot # and expiration date), and the device manufacture date (h4) could not be determined.

Event description:
A nurse from china reported that they performed blood glucose testing with the contour ts meter on one of their patients and obtained readings of 3.1 mmol/l and 15.1 mmol/l. There was no allegation of an adverse event. The device is not expected to be returned for evaluation.